Manufacturer narrative:
Visual evaluation found a crack on the plunger case. Functional testing was performed and unable to duplicate the customer's complaint. The root cause of this event is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump flashed banner force sensor bgnd test software. Sensor calibration was performed twice and the banner was still showing up. No patient injury reported.